Event description:
During a pfa procedure, while removing the volt balloon through the agilis sheath, a fiber of the sheath was sheared off. The agilis sheath was exchanged. The hd grid catheter was inserted through the new sheath for post-pfa voltage map. The procedure was completed with no adverse patient health consequences.